Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02590. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/excision of eroded mesh and other pelvic issues approximately (B)(6) 2009.

Manufacturer narrative:
Date sent to FDA: 05/10/2016.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. The patient also experienced pain, erosion, extrusion, urinary problems, bladder problems, recurrence, bleeding, dyspareunia, and neuromuscular problems. The patient underwent revision/excision of eroded mesh on (B)(6) 2009 due to pelvic issues. No additional information is provided at this time. (B)(4) - urinary problems; bladder problems; undefined recurrence; dyspareunia; neuromuscular problems; pelvic issues.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.